Event description:
It was reported that a spectrum infusion pump was alarming system error 105. It was also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported system error 105 caused by a failed I/o printed circuit board (q 20 dislodged). The failed I/o pcb was replaced.